Manufacturer narrative:
(B)(4). Insulin pump had a missing retainer and missing reservoir tube o ring. The p-cap does not lock in place due to missing retainer. Unable to perform the displacement test due to missing retainer.

Event description:
Information received by medtronic indicated that the reservoir lip ring was missing. The customer stated that the reservoir lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.